Manufacturer narrative:
(B)(4). We acknowledge that we missed the 30 day initial report submission date. Final report will be provided upon completion of the investigation. On (B)(6), 2015, mitroflow valve was replaced with st jude medical mechanical valve 23mm model 23aecj-502,15454234.

Event description:
Manufacturer was notified on (B)(6), 2015 about the explant of the mitroflow valve without any further information. Attempts were made to gather more information without any success. However, on oct 05, manufacturer received the operative report and information about the death of the patient.

Manufacturer narrative:
Outcome attributed to an adverse event: "death" is selected in a conservative manner due to the fact that the cause of the death and date of the death is unknown. Device was explanted on (B)(6) 2015 and was replaced with mechanical valve from another manufacturer. Patient was transferred to ICU after the surgery. On oct 05, 2015, manufacturer was notified that the patient is now deceased. The cause of the death and date of the death was not reported. Manuafcturer has provided the evaluation of the device and clinical history of the patient in follow up 1.

Manufacturer narrative:
Expiration date: added the expiration date which was missed in the initial report. Attached the analysis report for the case.